Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer declined further system check and believes that occlusion is due to scar tissue, but root cause could not be determined. Customer's blood glucose was 263 mg/dl. Customer administered a manual insulin injection to address elevated blood glucose.